Event description:
It was reported that a 'long time ago' the patient had to have a catheter change due to a granuloma, and the patient experienced issues with going to the restroom. The patient had to catheterize because he had lost the ability to go to the bathroom. It was noted that this had occurred with the patient's first pump, but the date was unknown. The medication used within the system was unknown. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).